Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was getting zero flow. Device prime then stopped. Nurse replaced the pads today. Nurse only had the thigh pads attached. Mis explained how the inadequate pad coverage increases potential for skin injury. Mis confirmed there were no wounds or other clinical reasons the chest pads could not be used. Nurse removed them when the patient was shivering. Patient temperature was 39, target temperature was 37, water temperature was 6.7, flow rate was 0lpm, system hours were 4343, pump hours were 3941, initial inlet pressure was -0.3psi. Nurse disconnected and reconnected pads using proper technique and added chest pads to fluid delivery line (not on patient yet). Inlet pressure was -0.2psi, circulation pump command was 100 percent, flow rate was 0lpm. They would get another arctic sun from another unit and call back. Mis discussed how cold the water temperature was now to compensate for pad coverage. Mis advised to perform diligent skin checks. Mis suggested check protocol for counter warming measures when patient was shivering. They called back when mis was on the phone with a patient and unable to speak to them. Customer confirmed they were getting good flow with the new machine. Per additional information received via nurse on 07-nov-2022, device has a failed circulation pump, device was due for the 2000 hour preventive maintenance, sending biomed all the info to do inhouse or send in for the service. Per additional information received via biomed on 07-nov-2022, the device was sent from the floor for low flow issues. Biomed had loops connected and the flow rate was 0 lpm. Mis walked biomed through placing the device in manual control and removed the loop connectors. In manual control, water flow rate was 0 lpm, inlet pressure was -0.2 psi, circulation pump command was 100 percent, mixed pump command was 0 percent, heater command was 0 percent. Call was sent to tech support. It was determined device has a failed circulation pump, device was due for the 2000 hour preventive maintenance, biomed would determine if device will be sent in for service or repair on site. Per sample evaluation results received on 11-jan-2023, the root cause of the reported issue was due to a failed circulation pump. It reported that pin hole detected near end of fluid delivery line. It was stated that the circulation pump motor had a bearing failure. It was also stated that the double bend tube found expanded during repair. It was noted that one inch was trimmed from either end of the manifold side tube in the fluid delivery line where two pin holes were located. It was also noted that the double bend tube was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation motor pump. The device was evaluated upon receipt. It was confirmed that the circulation pump motor had a bearing failure. The circulation motor was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the nurse was getting zero flow. Device prime then stopped. Nurse replaced the pads today. Nurse only had the thigh pads attached. Mis explained how the inadequate pad coverage increases potential for skin injury. Mis confirmed there were no wounds or other clinical reasons the chest pads could not be used. Nurse removed them when the patient was shivering. Patient temperature was 39, target temperature was 37, water temperature was 6.7, flow rate was 0lpm, system hours were 4343, pump hours were 3941, initial inlet pressure was -0.3psi. Nurse disconnected and reconnected pads using proper technique and added chest pads to fluid delivery line (not on patient yet). Inlet pressure was -0.2psi, circulation pump command was 100 percent, flow rate was 0lpm. They would get another arctic sun from another unit and call back. Mis discussed how cold the water temperature was now to compensate for pad coverage. Mis advised to perform diligent skin checks. Mis suggested check protocol for counter warming measures when patient was shivering. They called back when mis was on the phone with a patient and unable to speak to them. Customer confirmed they were getting good flow with the new machine. Per additional information received via nurse on 07-nov-2022, device has a failed circulation pump, device was due for the 2000 hour preventive maintenance, sending biomed all the info to do inhouse or send in for the service. Per additional information received via biomed on 07-nov-2022, the device was sent from the floor for low flow issues. Biomed had loops connected and the flow rate was 0 lpm. Mis walked biomed through placing the device in manual control and removed the loop connectors. In manual control, water flow rate was 0 lpm, inlet pressure was -0.2 psi, circulation pump command was 100 percent, mixed pump command was 0 percent, heater command was 0 percent. Call was sent to tech support. It was determined device has a failed circulation pump, device was due for the 2000 hour preventive maintenance, biomed would determine if device will be sent in for service or repair on site. Per sample evaluation results received on 11-jan-2023, the root cause of the reported issue was due to a failed circulation pump. It reported that pin hole detected near end of fluid delivery line. It was stated that the circulation pump motor had a bearing failure. It was also stated that the double bend tube found expanded during repair. It was noted that one inch was trimmed from either end of the manifold side tube in the fluid delivery line where two pin holes were located. It was also noted that the double bend tube was replaced.